Event description:
It was reported that the customer was hospitalized on (B)(6) 2012 because of his low blood glucose level. Before he went to the hospital his blood glucose level was 34 mg/dl. He passed out from having too much insulin. The paramedics gave him a glucagon shot and transported him to the hospital. The customer was wearing his insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).